Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported 'no connection rt side during the device check in was confirmed. The pcu was failed to recognize the attachment auto ID on the right side. The cause of report no connection on the right side was isolated to the installation of the assy cable logic to iui barcode. The other side of the cable is not completely insert into j9 connector on the logic board. The auto ID was connected and ID properly on side of the iui connectors once the assy cable logic to iui barcode re-installed. Conclusion: the cause of report no connection on the right side was isolated to the installation of the assy cable logic to iui barcode. The other side of the cable is not completely insert into j9 connector on the logic board. This is a workmanship issue qe for this production had been notified for corrective action. Rework: re-installed assy cable logic to iui barcode. Disposition route to service for normal process.